Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service for another unit the getinge field service engineer (fse), observed that another cardiosave intra-aortic balloon pump (iabp) at the customer site was showing a low level helium bottle and a leak. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse), found that there was a leak observed the seal that connects the console to the trolley was broken, so there was no more sealing at the helium level. The fse changed o-ring part and there was no more leakage. The unit conforms to the manufacturer's recommendations and then a preventive maintenance was performed. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.